Event description:
In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 1 year and 3 months due to mitral regurgitation from dehiscence. The surgeon noted that the "sutures pulled from annulus." Per her medical records, the patient is a (B)(6) female who has a known history of coronary artery dissection as well as mitral regurgitation. She presented with a progressive worsening on echocardiogram of a severe mitral regurgitation. Intraoperative echocardiographic evaluation also identified diffuse mitral regurgitation at all levels of the leaflets. The mitral valve was inspected and identified at the level of p3, the 3 free annular sutures attached to the carpentier-edwards physio ring. The rest of the annulus was firmly attached. There was noted be significant regurgitation at that level. There was also noted be a perforation of the p2 level of the mitral valve. The previous repair appeared intact at this point. It was decided at this point to perform a mitral valve replacement. An edwards bioprosthetic valve was placed and the patient was weaned from cardiopulmonary bypass. Her postoperative course was unremarkable with extubation within the first 12 postoperative hours. Patient discharged home on pod #5.

Manufacturer narrative:
Device not returned. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. The healthcare provider reported that the "sutures pulled from annulus," causing the regurgitation. However, the op report indicates that the repair appeared intact. The explanted device was also evaluated by the hospital and no grossly suspicious areas were noted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.